Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, battery test, functional testing and a service history review were performed. The testing/inspection did not identify anything that could have caused the reported condition of an occlusion alarm. The reported problem was not confirmed. The device was serviced and restored to good working condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.